Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to inspect and clean the pneumatic tap area and assisted with filling a new cartridge. The caller successfully completed the load process and was able to resume insulin delivery.